Event description:
It was reported that the patient had a shunt put in on (B)(6)-2014 and she had not done well since (B)(6)-2014. She was walking and talking fine until (B)(6)-2014, but after she was not able to walk and having issues. She also fell a couple times before (B)(6)-2014, but they were minor falls when she was in impatient therapy. The reporter stated that she checked the impedances, which were all fine and looked great. A MRI was to be performed to check the device on the day of the report. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-03019 as the patient had two implants and it was unknown which was the cause of the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2013-(B)(6), product type: implantable neurostimulator. Product ID: 3387-40, lot# j0101977v, implanted: 2001-(B)(6), product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type: extension. Product ID: 3387-40, lot# j0101977v, implanted: 2001-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type: extension. (B)(4).